Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that this patient on peritoneal dialysis (pd) had a dialysis related infection. There were no reported allegations that this event was caused by fresenius products. The patient¿s pd nurse confirmed that on (B)(6) 2025 the patient went to the hospital with symptoms of abdominal pain. However, per the nurse, the patient left against medical advice (ama) without receiving any medical treatment. Subsequently, on (B)(6) 2025 the patient was seen in the outpatient pd clinic. The nurse stated the patient had a pd culture obtained in the outpatient pd clinic which had growth of diphtheroids. The patient was diagnosed with peritonitis and was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The patient continued pd therapy with the same cycler and reportedly recovered from the event. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Event description:
A nurse reported that this patient on peritoneal dialysis (pd) had a dialysis related infection. There were no reported allegations that this event was caused by fresenius products. The patient¿s pd nurse confirmed that on (B)(6) 2025 the patient went to the hospital with symptoms of abdominal pain. However, per the nurse, the patient left against medical advice (ama) without receiving any medical treatment. Subsequently, on (B)(6) 2025 the patient was seen in the outpatient pd clinic. The nurse stated the patient had a pd culture obtained in the outpatient pd clinic which had growth of diphtheroids. The patient was diagnosed with peritonitis and was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The patient continued pd therapy with the same cycler and reportedly recovered from the event. The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy often associated with a patient breach in aseptic technique, based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.